Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were hard to push and had push multiple times to respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer changed the infusion set and did rewind, however it was slower, insulin pump had a or e alarms, insulin pump rejected new batteries and screen had fair scratches. Customer also stated that there was indentation on the battery cap, insulin was squirting out of the cannula instead of drip while priming and insulin pump did alert when there was low battery and low reservoir. Customer declined for troubleshooting. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.